Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster stent resulting in an additional procedure. Device issue: failure to cross. It was reported that the pt had a small perforation in the distal lad. An attempt was made to deliver a jostent, without success. The stent was unable to pass. The perforation was successfully sealed with prolonged balloon inflations. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt information and the lack of device investigation.